Manufacturer narrative:
No investigation of the devices could be conducted as they were not returned from the hospital. A medical opinion was obtained by dr. (B)(6), who stated that "none of the data on the device would support this [failure mode]." Although the event does not appear to be the result of a device malfunction, the root cause was unable to be determined without the incident devices. The current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the stapler was used for a case which went well with no air leak on the bronchus. Patient went to post op and then they had to rush patient back into operating room and do an open thoracotomy because the patient was bleeding out. It was then observed that the staple line on bronchus was completely open. They ended up fixing everything with suture. Patient is stable and doing fine now. The devices are under investigation by the hospital and therefore are not available for manufacture investigation at this time.